Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 39 mg/dl. The customer reported that the insulin pump had motor error alarm while filling the tubing. The customer was not treated for low blood glucose. It was unknown that the customer was using auto mode or not at the time of low blood glucose. The insulin pump will be returned for analysis.